Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012666030 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, an exposed electrode wire was observed, a knotted array was observed and the proximal arm pebax tube was observed to be torn. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of the steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observe d along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection due to an exposed electrode wire, a knotted array and the proximal arm pebax tube was torn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when attempting to retract the catheter it did not become a spiral and instead maintained its ring shape. It could not be extended or retracted. The catheter was removed still in the ring shape. However, the catheter ring was damaged. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.